Event description:
It was reported during a generator change that the atrial lead insulation was twisted and peeling off. The affected area was covered with medical adhesive and a sticker sleeve. The lead was left implanted and was functioning normally. The patient was stable and asymptomatic.